Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the patient experienced a heart rate lower than that of the programmed lower rate of the leadless implantable pulse generator (ipg). The leadles ipg remains in use. No further patient complications have been reported as a result of this event.